Event description:
It was reported that the pt underwent a hysteroscopy for an intrauterine fibroma. The gynaecological examination was normal. A transvaginal ultrasound examination showed a fibroma, the diameter being around 1.5 cm in the fundus uteri. The pt was referred for a transcervical fibroma resection in the day surgery department. The pt was anaesthetised with ultiva and propofol. The first 35 minutes of the anaesthesia passed without complications. Thereafter, a sudden drop in saturation from 100% to 92% was observed. At the same time, a drop in end-expiratory co2 from 32 to 26 mmhg was seen. An electrocardiogram led to a suspected slight depression of the st segment, but the 12-lead ECG was normal. The systolic blood pressure fell from 100 to 85 mmhg during the same period ephedrine (10+5 mg) was administered and the pt was ventilated with 100% oxygen. The values were normalized over a period of 10 minutes. During this period, the operative intervention was interrupted, and completed later without further complications. Blood gas values read in connection with the event showed slight respiratory acidosis. The pt was awakened in the usual way and was stable as regards her cerebrum and circulation. The pt was observed for 5 hours in the day section recovery room and thereafter discharged in the usual way. Owing to copious bleeding, a foley catheter was inserted, which was removed prior to discharged, when the bleeding was at an acceptable level.